Manufacturer narrative:
Continuation of medical devices: 694758 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after atrial heart surgery, the right atrial (ra) lead exhibited high thresholds and "poor sensing". The lead was capped and replaced. No patient complications have been reported as a result of this event.